Event description:
The customer reported that the system locked-up and needed to be restarted. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded and the cine bridge board and cine disk and cables were reseated. The system was then found to be operating as intended.